Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during priming of the preloaded, monofocal, intraocular lens (iol) the surgeon felt resistance from the plunger. After the iol was implanted, the surgeon found a crack on the iol. Through follow up, we learned that the iol remains implanted and there was no patient injury reported. No medical or surgical interventions were required. No further information was provided.